Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 6/2/2021- 8/10/2021. Phone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as its discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to myopic results for which originally aimed was plano, therefore, the patient had decreased visual acuity. There was no vitrectomy, incision enlargement, or sutures required. There was no patient injury. The lens was discarded. Another johnson & johnson lens (same model and lower diopter) was implanted as a replacement. The patient is doing good post-operatively. Visual acuity pre-operative (op) (pre-initial implant): 20/40+2. Visual acuity post-op (post-initial implant):20/40. Visual acuity post-op (post-replacement):20/40+2. No further information available.